Manufacturer narrative:
(B)(4)

Event description:
Procedure type: nephrectomy. According to the reporter: while in use, the device became dull and could not cut sharply. Also, the grasp force of proximal end became weak. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.